Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had pumped for longer than expected. A 500mg vaskomisin in 100cc dextrose was being infused with this pump during therapy. The programmed time of the therapy was 1 hour, however, the actual time of the treatment was 3 hours. The pump was attached to a patient during infusion. However, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a flogard infusion pump that pumped for longer than expected was not confirmed during product evaluation. Also, the quality engineer has determined that the pump functioned within specification. Since no failure was found and the device was within specification during product evaluation, no repair was performed for the reported condition. Additional information:a service history review revealed no previous service events were related to the reported condition.